Manufacturer narrative:
Clinical code: 4580 - insufficient information. Impact code: 1802 - death - patient passed away with no known cause of death. Medical device problem code: 2993 - adverse event without identified device or use problem. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis - a review of thoraflex hybrid death events compared to the sales of thoraflex hybrid devices in the last 4 years shall be conducted. 3331 - a review of device history records shall be performed to confirm the device was manufactured to specification. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.

Event description:
Event reported as part of extend study. (B)(6). A caucasian male with aortic aneurysm (fusiform shape), aortic dissection (chronic aortic (90 days), debakey type I), post-dissection aneurysm, and 4.5 cm root aneurysm, experienced an event of death. The patient underwent an open surgical replacement of the aorta with a thoraflex hybrid plexus device on (B)(6) 2024. Patient was reported as having expired from an unknown cause on an unknown date. No device deficiency has been reported at time of writing.

Event description:
Event reported as part of extend study. (Nct05639400).a caucasian male with aortic aneurysm (fusiform shape), aortic dissection (chronic aortic (90 days), debakey type I), post-dissection aneurysm, and 4.5 cm root aneurysm, experienced an event of death. The patient underwent an open surgical replacement of the aorta with a thoraflex hybrid plexus device on (B)(6) 2024.patient was reported as having expired from an unknown cause on an unknown date. No device deficiency has been reported at time of writing.this report is being submitted as follow up #1 for manufacturing report number 9612515-2026-00026 to provide event closure information for (B)(4).

Manufacturer narrative:
Clinical code: 4580 - insufficient information.impact code:1802 - death - death with no cause reported. Medical device problem code:2993 - adverse event with no device or use problem - no information as to cause of death was provided.component code:4755 - part/component/sub-assembly term not applicable.type of investigation:4110 - trend analysis - a review of death events was performed compared to sales for thoraflex hybrid devices from jan 22 - june 26. A rate of (B)(4) was determined. No trend was identified which required investigation was determined.3331 - analysis of production records - a review of manufacturing records from raw material to finished device was performed. No issues with the device or its manufacture were determined from this review. Investigation findings: 3221- no findings available - as no cause of death or other information was provided by the complainant for this event, no further investigation or root cause analysis as able to be performed.investigation conclusion:4315 - cause not established - as no cause of death was determined and no further information was provided for this event, no root cause was able to be determined.